Event description:
Related manufacturer reference number: 2017865-2024-01583 related manufacturer reference number: 2017865-2024-01586 it was reported a patient presented with a hematoma and infection at the pacemaker site. The system was explanted in a procedure on (B)(6) 2024. Post-procedure the patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.